Event description:
It was reported on (B)(6) 2015 that the patient has been seen by a wound care physician as he has 3mm size tract on the neck where the leads are attached. Further information from the physician showed that the lesion appeared to be an infected sinus track. It is unknown if there was nay trauma to the site that may have contributed. The patient was instructed by the neurologist to see a wound care specialist because the neurologist is uncertain of the cause of the infected area. No additional relevant information has been received to date.